Event description:
During a colonoscopy for diagnosis, the patient required additional sedation and pain medication to extend the procedure time when the doctor had difficulty releasing the snare from the polyp. The patient received versed and fentanyl. After this out-patient procedure, the patient's condition was reported as good and the patient was released to go home. The device was not returned for evaluation. Therefore, a failure analysis could not be performed. A lot device history search was performed and no other complaints were found on this lot number. It cannot be determined if the product met specifications because the product was not returned. The co is unable to determine the relationship between the device and the cause of this event without the product.